Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead dislodged all the way back out of the cs and the original vein where the lead was placed was occluded. It was replaced with another lv lead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.